Event description:
It was reported there were coupling and communication issues while recharging. The patient could not obtain any coupling bars while recharging. It was noted the device may have been too deep as the device could not even be felt under the patient's skin when palpating. The reporter stated the battery was at least 1 inch deep. The patient was 2 weeks post implant, but there was no swelling at the pocket site. Later it was reported the pocket was revised on (B)(6) 2012 to move the device closer to the surface of the skin. Following the revision there were telemetry issues because the device was in an overdischarged state due to the pre-revision recharging issues. The device came out of the overdischarge and coupling while recharging was "much easier." The patient's settings were restored and the therapy was effective. There were no further issues.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead, product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger, product ID 37744 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).